Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that "everything fell out," which was clarified to mean that the lead came out. The patient was at their healthcare provider's (hcp) office at the time of the call. No patient symptoms were reported.